Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was determined the occlusion was caused by an issue with the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose was 330 mg/dl.